Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a scheduled follow-up, when the technician started the interrogation of the device, a message ¿application error¿ appeared with the information in the image attached. The technician clicked on ¿ok¿ and the interrogation was finished. After re-interrogate the device, everything was normal. Preliminary analysis did not reveal any device malfunction.

Event description:
During a scheduled follow-up, when the technician started the interrogation of the device, a message "application error" appeared with the information in the image attached. The technician clicked on "ok" and the interrogation was finished. After re-interrogate the device, everything was normal. Preliminary analysis did not reveal any device malfunction